Event description:
It was reported the patient had good bilateral coverage and relief in her back and bilateral legs for about three months and then she needed another surgery on her back. The patient then found out she was pregnant and she had not been using stimulation since. The patient gave birth nine weeks ago and coverage since was spotty and had changed. A manufacturer representative was able to reprogram to obtain the patient¿s right back and leg but they were unable to achieve left coverage. The patient¿s doctor performed an x-ray that did show the lead right of midline. It was noted the patient had left coverage previously. The patient had less than 50% therapy relief. It was also noted impedance testing was performed but results were not provided. Additional information received two days later reported the patient told her doctor she had too much going on with just giving birth and still recovering from her back surgery to pursue further revision at this time though she would like left side coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).